Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the iabp had rapid gas loss alarm. Blood specks in iabp air tubing down entire length of tubing. The physician was notified and the iabp was removed without incident.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11 corrected fields: h6 (health effect ¿ clinical code, health effect ¿ impact codes) additional customer contact phone: +(B)(6) additional information was requested with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : unknown